Event description:
It was reported that the patient presented in the emergency room experiencing palpitation causing patient discomfort. Interrogation of the pacemaker revealed an increased capture threshold on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition.